Event description:
Device malfunction: stent fracture. Time of malfunction: post procedure. Symptoms/ae: restenosis. It was reported that in an unspecified vessel, in-stent restenosis occurred in the rx acculink and the stent appeared to be broken. It is unk if any intervention was performed. No other pt sequela was reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is not available for eval. The lot number was not identified, therefore, a device history record review could not be performed.